Event description:
The customer reported via phone call that the insulin pump alarmed button error while trying to review his bolus history. When he tried to clear the alarm, the act and esc keys were not functioning properly. Customer's blood glucose level was 153 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. The pump also had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.